Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons on the insulin pump was not working. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was done for keypad anomaly. Customer was advised to monitor time and they stated that the time was advances. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Customer was advised to place the insulin pump in storage mode, removed battery, pressed and hold the back button until the screen turns off. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with unresponsive all the buttons due to keypad connector was unlocked.